Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1346t, competitor lead, implanted: (B)(6) 2006; 1488t, competitor lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device had reached eri (elective replacement indicator) and there was lost capture upon interrogation. The device was in backup pacing mode and the patient became immediately symptomatic when the programmer head was placed. It was noted the device may have lost interrogation upon eri status and that the device was unable to capture at full output. The device was explanted and replaced. No patient complications have been reported as a result of this event.